Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. Note: production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that there was a problem with the mynx ace vascular closure device. While the doctor was pulling back after pressing button # 1, the device completely came out of the artery. The doctor was unable to complete the second step (depress button # 2 to compress the sealant against the arteriotomy) due to the pull through. Manual compression was applied for less than 30 minutes. The patient outcome was described as perfect with no problems. No further information is available. Additional information: the sealant came out of the device completely. There was some resistance when introducing the mynx ace vascular closure device through the introducer sheath. Unusual force was not applied when retracting the sheath. Vessel location: coronary vessel size: 7 mm sheath size: 6f stick location: medium